Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent left m2a hip arthroplasty on (B)(6) 2008, and a right m2a hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that patient underwent a left hip revision on (B)(6) 2011. Additional information received from patient's legal counsel reports patient allegations of pain, dysfunction, swelling, inflammation, debilitation, lack of mobility and range of motion, damage to surrounding bone and tissue, and elevated metal ions. Patient's legal counsel also alleges presence of murky, yellow-grayish fluid and a loose cup during the revision. Per invoice records, the cup and head were replaced. There has been no information received to indicate the right hip has been revised. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2011 due to stiffness, difficulty bearing full weight and radiograph indicating loosening of acetabular component. Revision operative report noted the presence of murky yellowish-grayish type fluid, stained tissue, no bony ingrowth on the cup, and a medial defect. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Not returned by attorney.

Event description:
Legal counsel for the patient alleges that patient underwent a left hip revision procedure approximately 3 years post-implantation due to allegations of pain, dysfunction, swelling, inflammation, debilitation, lack of mobility and range of motion, damage to surrounding bone and tissue, and elevated metal ions. Patient's legal counsel also alleges presence of murky, yellow-grayish fluid and a loose cup during the revision. Per invoice records, the cup and head were replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision approximately 3 years post-implantation due to stiffness, difficulty bearing full weight and radiograph indicating loosening of acetabular component. Revision operative report noted the presence of murky yellowish-grayish type fluid, stained tissue, no bony ingrowth on the cup, metallosis and a medial defect. The modular head, taper adapter and acetabular cup were removed and replaced.

Event description:
Legal counsel for the patient alleges that patient underwent left m2a hip arthroplasty on (B)(6) 2008, and a right m2a hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that patient underwent a left hip revision on (B)(6) 2011. Additional information received from patient¿s legal counsel reports patient allegations of pain, dysfunction, swelling, inflammation, debilitation, lack of mobility and range of motion, damage to surrounding bone and tissue, and elevated metal ions. Patient¿s legal counsel also alleges presence of murky, yellow-grayish fluid and a loose cup during the revision. Per invoice records, the cup and head were replaced. There has been no information received to indicate the right hip has been revised. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 1 states, "material sensitivity reactions" number 15 states, "elevated metal ion levels have been reported." Number 4 states, ¿loosening or migration of the implants may occur.¿ number 6 states, ¿inadequate range of motion.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2012-02546 and 1825034-2014-00081 / -00085).